Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A verification of the reported failure mode was conducted, and 13 devices were taken from current production (425-00 concha neptune lot # 73h210002r) at the manufacturing facility and were inspected. During the test, issue reported "unit is not heating prior to use" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the unit "does not heat up". No patient involvement reported.